Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump was accidentally dropped into the toilet and then it alarmed failed battery test. Mother was unable to remove the battery cap. Blood glucose value is unknown. It was advised the insulin pump would be replaced and agreed to return the product for analysis.